Manufacturer narrative:
Further evaluation determined that the turning knob was jammed and blocked, and the coupling tool side was not functioning and was defective on the device. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the oscillating saw attachment device would not work. It was unknown if there was a delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check the function of the quick saw blade coupling and check tool coupling. Therefore, the reported condition was confirmed. However, since the investigation is still in-process, the assignable root cause could not be determined at this time. Once evaluation has been completed, a supplemental medwatch will be submitted accordingly.